Event description:
It was reported that an altitude alarm occurred earlier in the day. The customer's blood glucose was within range. Reportedly, the cartridge was reloaded, and insulin delivery was resumed.